Event description:
It was reported that there was no allegation that the double vision was related to the ins device. The inquiry was only to determine magnetic resonance imaging guidelines for investigating symptoms unrelated to the device.

Event description:
It was reported that the patient experienced double vision. It was noted that the patient's implantable neurostimulator (ins) had not been on since a stroke after the lead and extension were replaced in (B)(6) 2007. Additional information was requested, but was not available at the time of this report. See manufacturer's reports # 3004209178-2009-06346, 3004209178-2009-06501, and 3004209178-2011-09111 for issues related to the lead/extension, stroke, and ins issues.

Manufacturer narrative:
Product ID 748251, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: na, product typ: extension, product ID 3387s-40, lot# v018456, serial#, implanted: 2007 (B)(6), explanted: na, product typ: lead. (B)(4).